Manufacturer narrative:
Additional patient identifier is (B)(6). Date of postoperative infection development is unknown. This report is for one (1) unknown synfix cage/plate/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a synfix evolution revision surgery was performed due to infection on (B)(6) 2018. The surgeon removed one synfix evolution and four screws. Patient is stable. This report addresses removal surgery due to infection. The intraoperative issues of multiple screwdrivers¿ deformation and breakage during removal surgery is captured under related complaint (B)(4). This report is for one (1) unknown synfix cage/plate. This is report 2 of 2 for complaint (B)(4).